Manufacturer narrative:
Per the surgeon, the device was explanted on (b)(46 2018, and the patient was reimplanted with another cochlear device during the same surgery.

Manufacturer narrative:
This report is submitted on november 27, 2017.

Event description:
Per the clinic, the patient experienced pain, intermittencies and subsequent loss of connection to the internal device. Reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and to reimplant the patient with a new device as of the date of this report.